Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. However, a video was provided for review. The investigation of the reported event is currently underway. Expiry date: 10/2024.

Event description:
It was reported that during a stent placement procedure, the stent allegedly partially deployed. It was further reported that after five cycles of retraction and pull, the stent was released successfully. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the stent delivery system was returned, the catheter was found snapped out of the grip, and the stent was not found in the delivery system, which matches the description that the delivery system was disassembled and the stent deployed. The slider was displaced for just about 55 mm to the proximal end position. The proximal luer port detached from the duo tube which leads to confirmed results for detachment. A provided video shows a short part of the deployment process but it is not possible to ascertain the reported based on the video. In this case, a device compatible guidewire was used and the lesion was predilated. It is considered that the t-luer adaptor initially detached from the slider resulting in impossibility for the completion of the stent deployment using the trigger; since the slider was displaced just about 55 mm. Upon sample evaluation, the proximal luer port was found detached from the duo tube. Based on the available information and the evaluation of the returned sample, the investigation is closed with confirmed results for detachment of the proximal luer port. A definitive root cause could not be determined based upon the available information. Labeling review: in reviewing the relevant labeling it was found that the instructions for use sufficiently address the potential risks. Regarding general warning, the instructions for use states "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit". With regards to general directives, the instructions for use states "pre-dilatation of the stricture with an appropriately sized balloon dilatation catheter is left to the discretion of the treating physician". Regarding procedural access, the instructions for use states "the bard s.a.f.e. 6f delivery system requires a minimum 8f guiding catheter, or a minimum 6f introducer sheath. Via the femoral route, insert a 0.035¿ (0.89 mm) guidewire under fluoroscopic guidance through the appropriate introducer sheath or guiding catheter and pass the lesion". The packaging pictograms indicate an introducer size of 6f and a 0.035" guidewire. With regards to indications for use, the instructions for use states that the stent is to be used on femoral and iliac arteries. Based on reported information, the intended placement site for this stent was the venous system which represents off-label use. H10: d4 (expiry date: 10/2024), g3, h6 (device). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure, the stent allegedly partially deployed. It was further reported that after five cycles of retraction and pull, the stent was released successfully. There was no reported patient injury.